Manufacturer narrative:
Product was returned in a use and damaged condition. The separated tip was not returned. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to further processing. Per the provide attached caution label, it is illustrated; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device verifies the separation of the wire guide (the distal tip missing as reported in the event description). The reasons for this type of device failure are typically, difficulty withdrawing the device or the wire guide is damaged through contact with the needle or other instrument. A tortuous anatomy could also result in excess force being required to withdraw the wire guide causing the damage seen on this device. At this time was cannot determine with any degree of certainty why this failure occurred. If as suggested in the event description that the tip is "lodged in the muscle and not intravascular" could account for the force causing the tip to separate.

Event description:
Pacemaker placement case access being via left subclavian. They used the wire as standard to access, however, did not notice the j tip of the wire broke off and remained in the pt. They determined the wire was lodged in the muscle and not intravascular; therefore no intervention was performed after leaving the cath lab. Area rep was unsure if intervention was performed within another department at the facility. At this time it is unk whether the pt has underwent any form of intervention to remove the detached portion.